Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery in the left eye of the patient, the lens was faulty. The surgeon changed the lens out to complete the case. There was no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Additional observations were as follows: the device was returned in the blister tray inside the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted into the mid nozzle. The tip of the nozzle is deformed. The correct nozzle confirmed on the device. The lens is returned outside of the device in the blister tray. Solution is dried on both surfaces of the optic and haptics. No damage observed. No root cause identified for the reported complaint "faulty iol" as no damage was observed to the iol. The lens was returned outside the device, therefore we are unable to confirm lens and haptic position for advancement. Damage was observed to the tip of the nozzle which most likely occurred during transportation. No other damage/abnormalities observed all product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).